Manufacturer narrative:
The company representative calibrated the pressure transducers. As a precautionary measure, he also replaced the high pressure helium regulator (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp generated a low helium alarm. Therapy was continued using the same iabp until the flight was completed. After landing, when they disconnected the helium extender tubing to remove the patient from the aircraft, they received an autofill failure. There was a delay of approximately 15 minutes while they obtained another iabp and continued therapy. No patient injury was reported.